Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the continuity resistance test per (B)(4) and the sensor passed per specifications. The bicarbonate buffer test per (B)(4) was also performed and the sensor failed with high readings.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to sensor glucose values of 58 mg/dl, 59 mg/dl and 47 mg/dl despite blood glucose values within normal ranges. The most recent event involved a sensor glucose of 40 mg/dl and a blood glucose of 76 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The sensor was returned for analysis.